Event description:
A customer reported that during a vitrectomy procedure, the footswitch would not perform all functions. The case was completed after the system and the footswitch were exchanged. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).